Event description:
Additional information received reported that there was not a 50% or greater symptom reduction. The implantable neurostimulator (ins) was involved in the event. The leads were in the proper position but it couldn¿t seem to cover the patient¿s leg. A chest x-ray was performed that showed the positions of the leads. The patient was receiving current ongoing programming adjustments to cover his pain. The patient still had pain that wasn¿t covered.

Event description:
It was reported that there was no stimulation sensation on the patient¿s left leg. Earlier in the day of this report the patient did have stimulation on both legs but when he got home he didn¿t feel stimulation down his left leg. When asked when the stimulation sensation loss occurred, it was stated that he had slipped but caught himself before he fell. It was unsure if that was what caused the change in therapy. Patient programmer (pp) functions were reviewed and parameters of his 2 programs were made. For group a, program 1 was at 5.60 volts and program 2 was at 3.90 volts. When both of these values were increased the patient could only feel stimulation in the right leg and nothing in the left leg. It was noted that no other groups were available. Follow-up found that, upon meeting with a manufacturer representative the day of losing stimulation sensation, program 1 was looked at. This was the program for the patient¿s left leg. The patient was feeling stimulation where he needed it at 8 volts. Another meeting was to take place the following week to see if the amplitude could be decreased. Further follow-up was performed to determine if any troubleshooting had occurred, if a cause of the event had been found, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008(B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).